Event description:
It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system was used with a 27mm watchman delivery system. The closure device was successfully implanted in the laa. During the post procedure echocardiogram, while the patient was still in the operating room, a small pericardial effusion was observed. They monitored the patient for an additional 5-10 minutes to see if the effusion would grow. The physician determined the patient was ok and the procedure was ended. Further follow up with the facility revealed the patient was fine and was discharged to home with no problems.